Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the lot referenced which is reported for the same patient and event. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to femoral loosening. Intra-operatively, it was noted that the cement (2 doses of the same lot were mixed together) was bonded to the implant but not the patient's bone. However, the same cement was used for the tibia and was well-fixed to both implant and bone. The femoral component and insert were revised to a ts femur with stem and new insert. Rep confirmed there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.